Manufacturer narrative:
The customer performed a passing system check and fifteen (15) replicate precision run. No hardware or system issues were identified as contributing to the reported event. The access accutni+3 reagent was not returned for evaluation. The cause of the reported event cannot be determined with the available information. Mdrs associated with this report: mdr2122870-2015-00467 mdr2122870-2015-00468.

Event description:
The customer reported obtaining non-reproducible troponin I (access accutni+3) results for three (3) patients on the access 2 immunoassay system (serial number (B)(4)).the customer stated all accutni+3 samples are run in duplicate. If the first two results do not match the customer will repeat test the sample on the same access 2 immunoassay system. The customer stated they noted non-reproducible access accutni+3 patient results for three patient samples over three days. After obtaining the non-matching results the customer repeat tested the samples on the same access 2 immunoassay system and obtained lower results, within the normal reference range of the assay. This report addresses the non-reproducible access accutni+3 results obtained on (B)(6) 2015. Mdr2122870-2015-00467 addresses the non-reproducible access accutni+3 results obtained on (B)(6) 2015. Mdr2122870-2015-00468 addresses the non-reproducible access accutni+3 results obtained on (B)(6) 2015. The customer stated the elevated access accutni+3 results were not released from the laboratory. There was no report of patient injury or change in patient treatment associated with this event. All system parameters (including quality control (qc), access accutni+3 calibration, access accutni+3 precision run and system check) were within assay and instrument specifications. Samples are collected in lithium heparin plasma tubes and centrifuged at 5151 revolutions per minute (rpm) for three (3) to five (5) minutes. The customer did not note any issues with sample integrity.